Manufacturer narrative:
Software investigation completed, finding that the tracer pattern was inadequate for a successful tracer registration. Software is functioning as designed. No fault found. Event caused by user error. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon alleged the tracer registration was inaccurate. The patient was positioned laterally and the patient's right side facing up. The surgeon was attempting to use the tracer registration and had difficulty tracing the left side of the patient's head. There was no specific value of the alleged inaccuracy. Pointmerge registration was next used, after which the surgeon alleged the inaccuracy was 2mm-3mm off. The surgeon passed a tracer registration using more points selected on the patient's left side, and deemed being accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.